Event description:
A caller reported that their pump experienced a malfunction. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.